Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 it was reported to arjo representative that the caregiver completed transfer and started to manually put back the portable ceiling lift on top of the wardrobe. During lifting, the device reacher bar dislodged from the trolley. As a consequence, the dislodged part hit the caregivers head. Caregiver sustained a concussion as an outcome of the event.

Manufacturer narrative:
On (B)(6) 2019 arjo was informed about event related to ceiling lifting system. It was reported that the reacher, which is an accessory facilitating attaching the v3 ceiling device to the installation, detached and hit the caregiver's head. In effect, the caregiver sustained concussion. No patient was involved as the event took place after completion of the resident's transfer, while trying to put the ceiling device on the wardrobe. Investigated arjo portable ceiling lifting system consists of the installation and the v3 lifting unit, which can be easily detached from the track and transferred to another room or installation. The lifting unit is attached to the track using carabiner. In case the installation is mounted high on the ceiling, there is a reacher available - an accessory which consists of: the loop (which should be connected to the carabiner), the hook (attached to the trolley moving along the track), the rod (providing an easy way to install and remove a portable lift from the track trolley). The customer was visited by arjo representative after event to perform the device evaluation. It was confirmed that the v3 portable ceiling lift was up to the manufacturer's specification. The installation rail was positioned in front of the wardrobe. As reported by the customer, the ceiling lift, still attached to the reacher and installation, was attempted to be put on the wardrobe. This caused strong deflection of the reacher's rod, and finally reacher's hook detachment. Instruction for use for portable lift "reacher" (IFU 001.08315.en rev. 4) provides operator with information with pictures how to safely attach and detach ceiling lift with this accessory. The ceiling lift is intended to hang vertically during both operations. "Warning: any other installation methods are unsafe and may result in injuries." Comparing facts gathered and arjo IFU's warning, the reportable case was most likely caused by lack of caution and off-label use of the ceiling lifting system. There was no indication of any malfunction of the arjo components that link the ceiling lift and the track. When reviewing similar reportable events registered in the last five years for v3 and other portable ceiling lifts, we have not found any cases with the same or a similar description. The issue claimed by the customer, in this case, appears to be an isolated occurrence. To sum up, the device was not being used with a patient at the time of the event, however the ceiling lifting system played a role as reacher impacted the caregiver while trying to put the ceiling device on the wardrobe. There was no technical failure found with the device (the arjo system: ceiling lift and accessory was performing according to the manufacturer's specification). This complaint was decided to be reported to the competent authorities because the caregiver sustained the serious injury.